Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: leakage from syringe and plunger during blood withdrawing procedure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary one photo was received by our quality team for evaluation. From the photo, the team is unable to determine leakage past the stopper. At the assembly process, there is a mechanism control to check the stopper leakage. A device history review was conducted for lot number 2046032 no similar defect found during in-process inspection and qa outgoing inspection. As no sample were received, the root cause of this incident cannot be determined. H3 other text : see h10

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: leakage from syringe and plunger during blood withdrawing procedure